Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the user interface pcba and system battery, reloaded the system software, ran system. All testing passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code messages of 3.3 voltage rail failed and post 3.3 volt mon fail. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified, estimate used.